Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 4 of 4. The home patient (hp) stated that he became disconnected from the patient line during drain 4 of 4. The hp reconnected and received the error. The technical service representative (tsr) had the hp cycle the power and the hp received a system error 2367. The hp would finish with manual drain and last fill. The tsr explained the alarm and the hp would notify the nurse in the morning regarding the alarm. The hc unit was operational. No patient injury or medical intervention was reported. A follow up call was made to the home patient's nurse, who stated that she had been on vacation at the time of this report. The nurse read the patient's chart and the notes stated that the transfer set became disconnected from the titanium adapter. The home patient went to the clinic the next day and received a prophylactic antibiotic and the transfer set was changed. The nurse stated that the home patient has been doing fine. The nurse stated that the sample was discarded. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
The nurse stated that the sample was discarded.